Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they experienced high blood glucose levels. The customer parents the customer¿s infusion set kept coming off. The customer was swimming. It was reported the customer had high glucose values of 410 mg/dl. The customer was able to put infusion set on and blood glucose value began to decrease. The product is not expected to be returned for analysis.